Event description:
It was reported that the patient's blood glucose (bg) levels reached 344 mg/dl, while wearing the pod on the abdomen between 37 and 48 hours. A new pod was applied as treatment.

Manufacturer narrative:
No damages or defects were observed that would contribute to skin irritation. The exact cause of the reported event could not be determined. The device was received with the cannula assembly fully deployed. Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.